Event description:
It was reported that alerts for high hvlic out of range were observed. The svc vectors revealed out of range values. The shocking configuration was programmed to rv to can. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.